Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient was injected with 0.6ml of juvéderm® volift¿ with lidocaine in the lips, 0.2ml of juvéderm® volift¿ with lidocaine in the nasal bridge and 0.5ml of juvéderm® volbella¿ with lidocaine in the tear trough. Patient presented "late onset inflammatory nodules and swelling in all areas of dermal filler treatment ¿ tear troughs, nose and lips, following a dental procedure." Pre-treatment was noted as local anaesthetic cream and dental bloat for lips. Patient reported "2 week history of intermittent painful swelling of areas treated with filler. Some improvement with antihistamines. Trigger may be dental visit/treatment." The patient self-treated with texa (antihistamine). The patient ¿was given prednisone¿ with 5mg tabs and in decreasing dosage: 60mg, 40mg, 20mg, 20mg, 10mg daily to hasten resolution. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00669 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.

Event description:
Patient was injected with 0.6ml of juvéderm® volift¿ with lidocaine in the lips, 0.2ml of juvéderm® volift¿ with lidocaine in the nasal bridge and 0.5ml of juvéderm® volbella¿ with lidocaine in the tear trough. Patient presented "late onset inflammatory nodules and swelling in all areas of dermal filler treatment ¿ tear troughs, nose and lips, following a dental procedure." Pre-treatment was noted as local anaesthetic cream and dental bloat for lips. Patient reported "2 week history of intermittent painful swelling of areas treated with filler. Some improvement with antihistamines. Trigger may be dental visit/treatment." The patient self-treated with texa (antihistamine). The patient ¿was given prednisone¿ with 5mg tabs and in decreasing dosage: 60mg, 40mg, 20mg, 20mg, 10mg daily to hasten resolution. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00669 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.